Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the cubie had failed. A field service engineer (fse) found intermittent issues with open/close detection, one pocket in row d not latching, and cubies not being detected. The fse reseated the row board cable, replaced the tray, and replaced the drawer and module controller boards. All relevant tests passed in hardware test application, and the customer was able to access the storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had an issue with open and close detection and one pocket in row d was not latching. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.